Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24207. It was reported the patient is not receiving effective stimulation therapy from her scs system. The patient's scs system is auto reducing on all of the patient's programs. The patient is pending a follow-up for a second opinion from a surgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.